Event description:
Caller reported blood glucose results of 135 mg/dl on aviva system 1, 55 mg/dl on aviva system 2, and 137 mg/dl on aviva system 3 within 10 minutes. Caller also reported a separate comparison of 140 mg/dl on aviva system 1, 45 mg/dl on aviva system 2, and 142 mg/dl on aviva system 3 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with pt identifier (B)(6) is aviva system 1, medwatch with pt identifier (B)(6) is aviva system 2, medwatch with pt identifier (B)(6) is aviva system 3.